Manufacturer narrative:
During the evaluation of the serial read-out of all involved pumps, it was determined that a watchdog event was recorded indicating an automatic reboot of the pumps. Therefore, the most likely root cause of the reported event was traced back to external interferences from high frequency devices. The instruction to use of the equalization cable to earth prescribed within IFU was not followed by the customer leading to the reported event.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and found that the system was working properly. The technician installed ferrites on all pump cable and advice the customer to use an equalization cable as prescribed by the IFU. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) control panel suddenly went off and back on after few seconds with an error message indicating a temporary internal fault. Also a motor control failure error message occurred on a s5 double head pump. Reportedly, after all these alarms, the system started to work properly again and the procedure could be completed without further issues. There was no report of patient injury.